Event description:
The device was used during a carotid & coronary artery bypass graft procedure. Reportedly, the suture broke two days post operative and bleeding occurred. The surgeon performed a re-operation to correct the condition. The hospital has reported the pt's condition is satisfactory.